Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. It should be noted that in the instruction for use (IFU) mitraclip system manual states: ¿align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve¿. The investigation determined the reported improper or incorrect procedure or method was due to user error of deviating from IFU. Furthermore, the reported unintended movement and the difficult or delayed positioning, appears to be a result of the user error. The reported difficult to remove, appears to be a due to reported unintended movement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number (B)(4) permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4).

Event description:
This is filed to report unintended movement with clip delivery system. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced unintentionally into the pulmonary vein and the clip became stuck and was able to be removed and there was no vein damage occurred. The procedure continued successfully and the clip was implanted. Two clips implanted reducing mr to <1. During the procedure, the physician indicated that the blue line was aligned but at the end of the procedure, the physician confirmed that the insertion into the pulmonary vein was due to wrong key insertion of the cds with the steerable guide catheter. Transesophageal echocardiography showed there was no damage to the pericardium. Although, the device was used incorrectly, the physician had no complaints against the device. There was no issue with the device. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.